Event description:
Customer says he is having difficulty with drawing insulin with his syringes. He said, the insulin won't stay when drawn, he has experienced this problem with over 15 syringes. He hasn't had issues with our product before this and he satisfied with our products outside this problem. He has agreed to send us samples for analysis, and we will be sending him replacements. Customer has been injecting insulin for 5 plus years. Lot number was provided during call, but when I tried to verify, it was an invalid number.